Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the external devices were unable to communicate with the scs ipg. Reportedly, patient has lost stimulation since approximately 3 months. Ipg was possibly inoperable. Further information is pending. The device information is unavailable at this time.